Event description:
Same case as MFR's report# 6000089-2004-01565. It was reported that during a direct-stenting coronary treatment procedure, balloon deflation and catheter removal difficulties were encountered. The physician used a 6f mach1 vl3.5 guide catheter to intubate the left main coronary artery and advanced a wizdom guidewire across the lesions. A liberte bare monorail 16/3.50 mm was advanced easily (without lesion predilatation) across the mid lad lesion. The stent was deployed at 14 atms for 20 seconds. The physician reported a prolonged balloon deflation time (40 secods) and significant resistance upon withdrawal of the balloon. He affirmed that he was successful in removing the balloon without pt complications associated with the removal resistance. He subsequently deployed a taxus 20/3.0 mm des in the proximal lad coronary artery at 15 atms for 20 seconds without difficulty. He then placed a cypher 13/3.0 mm des stent proximal to the taxus des. (There was a slight dissection proximal to the taxus and he felt he should use a des stent, but the facility did not stock a taxus 12/3.0 mm stent, so he used the cypher.) The physician subsequently decided to stent the region of the lad distal to the taxus and to overlap the initial liberte stent. He delivered a liberte bare monorail 12/3.50 mm and deployed it at 15 atms for 20 seconds with good result, but significant "tethering" was felt while removing the balloon from the stent. (He did acknowledge that at this point there was a significant amount of metal proximal to the second liberte stent which may have contributed to the resistance.) The final result was excellent and the pt status is listed as "good."